Event description:
Patient reported receiving an e4 (occlusion) error message on the infusion device. Patient changed the batteries and the infusion set; e4 persisted. Patient reported administering a bolus manually before bed and then was awakened by coughing up blood; patient had tonsils removed last week. Patient stated on the way to the hospital her blood glucose reading was 24 mmol/l (432 mg/dl). Patient's normal blood glucose range was not provided. Patient reported when admitted to the hospital ketones were present; was placed on an insulin drip. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result transfer set: the used returned transfer set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Pump: the delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: on and around the mentioned (B)(6) 2013 nothing unusual was found that could have contributed to the problem mentioned by the customer. However, obviously from (B)(6) 2013 until (B)(6) 2013 the day totals decreased sharply. As visible in the history the normal day total value were between 93.1 iu and 124.5 iu per day. All by the customer programmed boluses and basal rates were successfully delivered by the pump. Usage of the pump was stopped on (B)(6) 2013. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.